Event description:
Load #52442 and 52642 failed with positive biological test results from sterrad #5. Recall policy # 757-019 implemented. Positive biologicals taken to the lab for gram stain and culture. Effected departments notified. Infection control notified. Manufacturer of sterilizer notified. #5 sterrad placed out of service.